Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, and product type: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt no longer using medtronic equipment and they would like someone to pick up the equipment since someone else could use it. The pt was going to see their doctor next month and the pt wanted to tell them they want the stim out. When agent asked reason they said what was the use of the ins if they were not using them, they cause more problems like they can't go through things like if they had a MRI, they had to have controllers with them to have an MRI to make sure its off; also they setoff buttons when they walk through security thing if they did not turn it off. Pt was also happy they could walk on their own. The pt since then turned the stimulation off and took the battery out of the controller. Two weeks ago the pts controller told them the ins battery was low. Agent reviewed why medtronic did not want them to donate or get rid of the external equipment until the ins was removed.  Patient called back stating that they no longer use the devices. Patient was storing the equipment. Patient said that they wanted the implants removed but they need to talk to hcp next week. Patient mentioned they have only discussed explant with a nurse practitioner. Patient said that the implant batteries get hot and hurt even if they are not being used. Patient noted they received a letter from the manufacturer in january but they have not answered it yet. Patient said that there was a metal piece on the battery that was very fragile. Agent suggested that they keep the external equipment until the implants are removed.